Event description:
Pt was laying on left side with pad on the right thigh. A saline bag wrapped in a towel was under the upper body (ribs) and the field was wet. The possible burn was on the left shoulder. On 05/05/98, the safety officer said at this point they would have to say that equipment was not malfunctioning and that they are not sure it is an radio frequency burn yet.